Manufacturer narrative:
Additional fields added: d4 expiration date, h4. This supplemental report is being submitted based on additional information provided.

Event description:
No new information provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic unspecified procedure, they encountered an issue of releasing polyloop. The loop cannot be deployed completely after tightening. The was no significant injuries but there was some superficial mucosal injury.